Event description:
The user facility reported that a pt sustained chemical colitis after undergoing a diagnostic colonoscopy. Following the procedure, the pt was said to have experienced abdominal cramping and bloody diarrhea. The pt returned to the facility the next day, and was referred to a hosp for cat scan. The pt was then diagnosed with chemical colitis. The pt was admitted to the hosp and was released after two days. The pt is reportedly doing fine.

Manufacturer narrative:
An olympus endoscope support specialist (ess) visited the user facility to further investigate this report. The ess reported observing deviations from the recommended reprocessing practices. The ess provided training on the correct reprocessing of endoscopes, and suggested that the facility obtain some additional equipment to ensure that the endoscopes were stored properly before use. The user facility has elected not to return this endoscope to olympus for investigation, as there was no problem with the device. The user facility indicated that the reported event was attributed to the automated endoscope reprocessor (aer), and further reported that they do not suspect the endoscopes. Olympus was informed that the aer was returned to the manufacturer due to an excessive chemical smell. The user facility has incorporated additional rinses with sterile water and alcohol through the device channels to reduce the chemical smell. This report is being submitted as an MDR in an abundance of caution. This is the third of four incidents reported by this facility as part of this report. See also 8010047-2009-00023, 8010047-2009-00024, and 8010047-2009-00026.